Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, shortly after starting using on a patient, the inner part of the device jaws got peeled, and tissue was not sealed (error occurred consecutively). There was a seal tone and an end tone heard. No hard materials like clips were grasped when the issue occurred. New device was opened to continue. No patient harm.